Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset guide, which the caller followed successfully, resulting in the resolution of the issue without the error code reappearing, and the caller was able to start their sensor session.